Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the patient was found unresponsive in his home and brought to the hospital via an ambulance. The paramedics noted varying heart rates from 20 beats per minute (bpm) to 120 bpm. A remote interrogation was performed and boston scientific technical services (ts) was consulted. Ts noted that the device was programmed to pace and sense in the ventricle at a rate of 50 paces per minute and the patient had only been five percent ventricular paced for approximately one year. The presenting electrogram (egm) was reviewed and found mostly ventricular sense events with some ventricular pacing just above 50 bpm and heart rate showing variation. It was also noted that all lead measurements were good and stable and there were no stored episodes in last 72 hours. Ts stated that the device data did not show anything to suggest why the patient may have been unresponsive. The patient's family also noted that the patient has been falling down a lot lately. It was noted that the patient would be seeing their cardiologist soon. No additional adverse patient effects were reported at this time.